Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1500667. Investigations did not show issues related to the complaint. One device was returned without the original packaging. Visual examination revealed that the stapler was returned with the trigger partially engaged with (B)(4) staples left in the cartridge indicating that (B)(4) had been fired by the user. The staples appear to be aligned; however, the staples are not compressed towards the patient end of the forming tool. There is a gap between the first staple and the patient end. While attempting to fire the device the plastic piece of the trigger that creates the click sound broke off. The stapler trigger released and the staples moved down the track towards the forming tool. The device was further tested more times with each staple firing correctly and engaging with the foam pad. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: after correctly engaging the trigger, the stapler functioned as intended in spite of the broken piece. All staplers are 100% inspected for firing at the time of assembly. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. Therefore, based upon the information provided and the condition of the sample received, operational context caused or contributed to this event. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the staples are getting stuck in the stapler. The patient's condition was reported as fine.